Event description:
The subject device was returned to olympus for maintenance with no alleged complaint. Upon inspection and testing of the returned device, contamination was observed in the air/water channel. This report is being submitted for the malfunction found during evaluation (contamination in air/water channel). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found that the adhesive on the light cover glasses was worn, the optical cover glass was chipped, the adhesive on the optical cover glasses was worn, the adhesive on the distal end was worn, there was water invasion in the scope connector, the bending angle in down/left/right directions was out of specification, there was play in the up/down angulation knob, there was play in the left/right angulation knob, and the up/down brake was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the connector (identified as the "s-connector"). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.